Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system pocket erosion. Reportedly, the patient with this system had been recently accidentally hit in the chest area. A decision regarding a revision procedure may be made in the future. There were no additional adverse effects reported.